Manufacturer narrative:
Approximate age of device: 2 years, 4 months, 12 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages occurred. The pump stoppages were confirmed on log file analysis by the manufacturer's technical services. The patient was asymptomatic. Technical services performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
Investigation summary: the evaluation of the submitted log file confirmed the reported pump stops and low speed events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted x-ray images were unremarkable. The submitted system controller log file captured several pump stop events and low speed events on (B)(6) 2018 and (B)(6) 2018. All of the pump stops and low speed events occurred while the patient was supported by the mobile power unit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 21.5¿. The silicone layer from 17¿ to 21.5¿, the bionate layer from 18.5¿ to 21.5¿, and the braided shield from 18.5¿ to 21.5¿ from the connector had been removed by technical services for the repair . Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone or bionate layer on the remainder of the driveline. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, between 4 and 4.5¿ from the connector, at 6¿ from the connector, at 8¿ from the connector, at 12.5¿ from the connector, between 14.5 and 15¿ from the connector, and 17.5¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on the event.